Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 66 mg/dl, and the meter bg reading was 36mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 36 mg/dl. Reportedly, the customer was hospitalized where bg was treated intravenously with dextrose d50. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 66 mg/dl, and the meter bg reading was 36mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of increased basal delivery, customer's blood glucose (bg) level lowered to 36 mg/dl. Reportedly, the customer was hospitalized where bg was treated intravenously with dextrose d50. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.